Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that upon opening the catheterization tray, the catheter was missing. The tray was removed and a new tray was obtained. The procedure was completed without impact to the patient.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " - contents: vinyl catheter, 14 fr. - visually inspect the product for any imperfections or surface deterioration prior to use. - lubricate catheter. - proceed with catheterization in usual manner. - if specimen is required, fill sterile container from catheter." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that upon opening the catheterization tray, the catheter was missing. The tray was removed and a new tray was obtained. The procedure was completed without impact to the patient.